Event description:
It was reported that a cuff roll was noted on the balloon when the catheter was removed. Pain experienced during removal. No additional intervention or patient injury.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.